Event description:
Burns from the wrap, still visible on my right shoulder and are painful [thermal burn]. Skin had ruptured, creating an open wound [wound]. Wore heatwraps on each shoulder while I was shoveling snow in the (B)(6) [intentional device misuse]. Case description: this is a spontaneous report from a contactable consumer or other non hcp. A female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare neck, shoulder & wrist) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported "I wore heatwraps on each shoulder while I was shoveling snow in the (B)(6). Imagine my surprise when I removed the wraps to find burns from the wrap. They are still visible on my right shoulder and are painful. The skin had ruptured, creating an open wound." Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the events thermal burn, open wound, and intentional device misuse as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events thermal burn, open wound, and intentional device misuse as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.

Manufacturer narrative:
This investigation was conducted for an unknown lot number neck/shoulder/wrist heat wrap 8 hr product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a trend identified related for the subclass adverse event safety request for investigation. Reasonably suggest device malfunction: no. Severity of harm: n/a. Site sample status: not received.

Event description:
Event verbatim [preferred term]. Burns from the wrap, still visible on my right shoulder and are painful [thermal burn], skin had ruptured, creating an open wound [wound], wore heatwraps on each shoulder while I was shoveling snow in the blizzard last weekend [intentional product misuse]. Narrative: this is a spontaneous report from a contactable consumer or other non healthcare professional. A female patient of an unspecified age started to use thermacare heatwrap (thermacare neck, shoulder & wrist) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On (B)(6) 2016, the patient experienced "I wore heatwraps on each shoulder while I was shoveling snow in the blizzard last weekend. Imagine my surprise when I removed the wraps to find burns from the wrap. They are still visible on my right shoulder and are painful. The skin had ruptured, creating an open wound." Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. Investigations results from product quality complaints (pqc) group includes: this investigation was conducted for an unknown lot number neck/shoulder/wrist heat wrap 8 hr product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a trend identified related for the subclass adverse event safety request for investigation. Reasonably suggest device malfunction: no. Severity of harm: n/a. Site sample status: not received. Follow-up (26-mar-2016): follow-up attempts are completed. No further information is expected. Follow-up (16jul2020): new information from a product quality complaint group includes: investigation results. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the events thermal burn, open wound, and intentional device misuse as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.